Event description:
It was reported via repair work order that the broken weld on the side rail spindle resulting in exposed sharp edges. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.